Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient appeared for an implant. The first lead chosen to be implanted relayed noise such that the pacing system analyzer measurements could not be taken and, therefore, the first lead was not used but, rather, a second lead was implanted in lieu thereof. The patient was stable throughout.